Event description:
It was reported that a during a left atrium appendage closure. The procedure was aborted. A decision was made to use a cook sheath in groin to attempt to introduce an ic catheter on the left sided it did not work. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).